Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 2.8x16 mm graftmaster stent was inserted into the heavily calcified left anterior descending coronary artery to treat the coronary perforation, but despite several attempts, it was not able to cross the lesion due to the calcified anatomy. The graftmaster was removed from the patient. Another graftmaster was used to complete the procedure and successfully treat the perforation. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.